Manufacturer narrative:
The customer reported alarms do not ring. The reported issue was investigated and attempted to be replicated. However, the per the abbott diabetes care compatibility guide for the freestyle librelink app , the reported configuration of redmi 12c device is not compatible with the freestyle librelink app. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. The date of event is unknown. The date entered in section b3 is the date "month of june" prior to when abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a spain customer. This is same/similar to us freestyle libre 2 android application part number 71857-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) application in use a xiaomi redmi 12c phone with android version 12 operating system. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced seizure, "strange erratic behavior", and was unable to self-treat, requiring third-party treatment of "sugar" by a non-healthcare professional prior to contacting emergency services (es). Upon arrival, an es healthcare professional (hcp) provided third-party treatment of "nasal glucagon" (type/dose unspecified). There was no report of death or permanent injury associated with this event.